Manufacturer narrative:
H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation, do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens. Functional testing found the reported problem was duplicated. Cassette not attached properly alarmed during functional test, due to stuck cassette detector pin. Replaced cassette detector pin. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, of a device defective cassette assembly. There has been no report of patient involvement, or no observable clinical symptoms or a change in symptoms identified in the patient.